Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID neu_unknown_cath, serial# unknown, implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that, post-procedure, the patient complained of a headache that was later diagnosed as a dural puncture headache. The event was reportedly related to the procedure. It was noted that the adverse event produced some impairment of functioning, but was not hazardous to the patient¿s health. The patient was kept in the hospital for a few days while recovering and was discharged one week later after significant improvement in condition. It was indicated, the event prolonged the hospitalization, but the event had resolved without sequela as of (b)64) and there was no patient injury at the time of report. The device system was used to deliver compounded baclofen and infumorph. Two days later, it was reported that, on (B)(6), the doctor advised giving the patient tramadol and paracetamol for the pain and intravenous antiemetics if she was still nauseous. Two days later, the headache was persisting with nausea at times. The doctor advised stopping administration of tramadol and starting diclofenac with bed-rest and fluids. It was noted that the patient was due back for review in the clinic two weeks after being discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a healthcare provider (hcp) and psr. The patient reported a dural puncture headache after a procedure. The date of the test was (B)(6) 2013.